Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was on impella 5.5 support. While on support, there were false readings on waveforms and flows. The patient was bridged to a left ventricular assist device and survived the explant.

Manufacturer narrative:
The investigation has been completed. The positioning issue was changed to an optical signal issue as it was stated there were false readings and the position was verified. No product was returned. According to the data logs, about 32 hours in there was a spike in motor current and placement signal followed by saturated flows. During this time, the purge flow began to decrease. All other 5s parameters were stable. Based on the data log analysis, the root cause of the optical signal issue is most likely due to ingested biomaterial. D.4 serial number was previously entered incorrectly on the initial manufacturer device report number and was revised. H.6 medical device problem code was revised due to investigation.